Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy and subsequently died. The breach in aseptic technique was further described as a touch contamination. The patient was hospitalized for the event. Treatment was not reported. During hospitalization, the patient was also diagnosed with multiple unrelated medical conditions. It was not reported if the patient was recovered from the peritonitis event at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was suspended at the time of death and the patient was being moved to hemodialysis. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.